Manufacturer narrative:
Radiograph confirmed the event. The revision surgery occurred (B)(6) 2016. The shank head attached to the tulip was removed and has not returned for evaluation. The screw shank remains in-situ. The duration to failure is greater than one year; the fracture may have occurred as a result of fatigue due to non-union or high pre-load on the construct. No interbody implants were noted in the radiograph. Patient activity levels are unknown. No further evaluation can be performed at this time. Review of labeling notes: warning cautions and precautions "potential risks identified with the use of this device system, which may require additional surgery include: device component fracture, bending or loosening of implant, loss of fixation, fracture of the vertebra and visceral injury. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
A (B)(6) male patient had a pedicle screw system placed at l5/s1 on (B)(6) 2015. Approximately 10 months after surgery, radiograph images indicated one of the pedicle screws had fractured. No patient injury has been reported.